Event description:
It was reported that the customer's insulin pump alarmed every time the prime process is performed. It was stated that the piston continue continues to move forward after it makes contact with the reservoir, and insulin squirted out. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.